Event description:
The technician alleged, the CPR was not working. It was worn out. The technician replaced release handles, spring and fishing washer to resolve.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.